Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low flow events and yellow wrench alarms recorded in the log file was confirmed. Two log files provided by the customer were reviewed. The log file (B)(4) contained events recorded from on (B)(6) 2020 where low flow events associated with flow values below 2.5 lpm were recorded on (B)(6). The log file (B)(4) contained events recorded from on (B)(6) 2020 where multiple low flow events associated with flow values below 2.5 lpm were recorded. The system maintained the desired set speed with no interruptions. The log file also captured brief yellow wrench / replace controller alarms associated with a backup battery test circuit fault. The system controller serial number: (B)(6) was not returned for evaluation and a specific root cause for the alarms was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. The heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Pump parameters are addressed in heartmate ii IFU under ¿explanation of parameters¿ section 1. Pump flow is estimated from pump power. Under abnormal conditions this may result in an overestimation of pump flow or an un-displayed pump flow reading. Reference pump flow in the heartmate ii lvas instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced intermittent low flow alarms. A log file review was requested. The log file captured low flow events on (B)(6) 2020. There do not appear to be any type of mcs equipment issues causing these events. The low flow events seem to be a patient related issue and not an equipment related issue. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. It was reported that the patient had intermittent low flow alarms. The morning after self testing the patient had a controller fault alarm that self resolved. A log file review was requested. The file captured multiple low flow events throughout the log history. The low flow events seem to be a patient related issue and not an equipment related issue. In addition, the log noted 3 yellow wrench alarms earlier today (B)(6) that appear to have resolved. Technical services asked to please continue to monitor for any further alarms. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended.